Event description:
The clinic reported that vision correction patients presented with dlk (diffuse lamellar keratitis) following successfully laser treatments. The patients were treated with topical steroids.

Manufacturer narrative:
An amo field service engineer evaluated the system at the customer's location. No issues were found with the operation or performance of the system. All pertinent information available to amo has been submitted.  Placeholder.